Manufacturer narrative:
The customer's alleged malfunction was confirmed and it was determined that the cause was mechanical damage to the o2 retainer plate.

Event description:
It was reported that the o2 inlet retainer plate was damaged. There was no patient involvement when the event occurred, no patient or user harm reported. The customer requested the part number, as the retainer plate for the o2 inlet was damaged. The customer was provided with the part number for the o2 fitting retainer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.